Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility reported that during treatment, a blood leak occurred. The leak was visually observed at the connection of the crit-line. Blood chamber and the dialyzer during hemodialysis therapy, and occurred around the midpoint of therapy. The crit-line blood chamber was tightened as soon as the leak was visible. The pt was able to complete treatment on the machine, but the nurse had to tightened the critline module every 15-30 minutes. Estimated pt blood loss was minimal (roughly 10cc's). The pt had no adverse effects and no medical intervention was required. The sample is available and has been requested from the facility. The facility was unable to provide pt info.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.